Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Patient said the foley causing bleeding and would not allowing urine to void. It is unclear if the lot number was requested. No medical intervention or patient impact reported. No additional information provided.

Event description:
It was reported that the patient said the foley caused bleeding and would not allow urine to void. It is unclear if the lot number was requested. No medical intervention or patient impact reported. No additional information provided.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure mode could be due to potential root cause for this failure mode could be due to insufficient duration of purging and shaking may cause failure to remove excessive coating polymer in the eye or lumen. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. A DHR review is not required as the lot number is unknown. Therefore, no additional action required at this time. Corrections: f, h the reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.